Event description:
Endoleak (type iiib or type ib suspected): one week after the procedure, follow-up CT scan confirmed an endoleak from the entry portion. The surgeon was unable to determine whether the endoleak was type iiib or type ib. As the amount of leak was small, the patient is being monitored. Operation type: fet. Blood loss: unknown. Patient outcome: no health damage to the patient. This report is being submitted as final for manufacturing report number 9612515-2025-00096 to provide event closure information for tag0358.

Manufacturer narrative:
Clinical code 4843- endoleaks: endoleak type 1b (suspected type iiib). Impact code 2199 - no health consequences or impact: - no health damage to the patient. Medical device problem code. 1250- fluid/blood leak- an endoleak from the entry portion. Post-operative imaging shows a type 1b endoleak with retrograde flow from the non-sealing distal rings. There is a large collection of contrast external to the graft in the region of 3rd and 4th stent rings. It is possible this collection is due to retrograde filling from the type 1b endoleak. However, the possibility of a type 3b endoleak cannot be excluded. Component code 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: four year review was performed for thoraflex hybrid sales jan 22 - oct 25 vs endoleak type not determined type jan 22 - nov 25, occurrence rate is (B)(4). 4111 - communication/interviews: additional questions have been asked for the complaint on 13 nov 25. 3331 - analysis of production records: a full batch review was performed for tag00358, and no issues were identified during manufacturing process from raw materials to finished products. 4117 -device not accessible for testing: device remains implanted. 4112- analysis of information provided by user/third party- no pre-operative imaging provided. Post-operative imaging shows a type 1b endoleak with retrograde flow from the non-sealing distal rings. There is a large collection of contrast external to the graft in the region of 3rd and 4th stent rings. It is possible this collection is due to retrograde filling from the type 1b endoleak. However, the possibility of a type 3b endoleak cannot be excluded. It was not possible to accurately confirm this from the available imaging. Investigation findings: 4256- malfunction observed without conclusive finding- post-operative imaging shows a type 1b endoleak with retrograde flow from the non-sealing distal rings. There is a large collection of contrast external to the graft in the region of 3rd and 4th stent rings. It is possible this collection is due to retrograde filling from the type 1b endoleak. However, the possibility of a type 3b endoleak cannot be excluded. However, no pre-operative imaging has been made available. Device choice suitability was not being able to be assessed. Investigation conclusion: 4315 - cause not established- no root cause identified due to lack of pre-operative scans. Device choice suitability cannot be assessed.

Event description:
Endoleak (type iiib or type ib suspected): one week after the procedure, follow-up CT scan confirmed an endoleak from the entry portion. The surgeon was unable to determine whether the endoleak was type iiib or type ib. As the amount of leak was small, the patient is being monitored. Operation type: fet. Blood loss: unknown. Patient outcome: no health damage to the patient.

Manufacturer narrative:
Clinical code: 4843- endoleaks: endoleak (type iiib or type ib suspected). Impact code: 2199 - no health consequences or impact: - no health damage to the patient. Medical device problem code: 1250- fluid/blood leak- an endoleak from the entry portion. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110- trend analysis: four year review was performed for thoraflex hybrid sales jan 22 - oct 25 vs endoleak type not determined type jan 2022 - nov 2025, occurrence rate is (B)(4). 4111 - communication/interviews: additional questions have been asked for the complaint on (B)(6) 2025. 3331 - analysis of production records: a review of manufacturing records was performed no issues were identified. 4117 -device not accessible for testing: device remains implanted. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11- conclusion not yet available.